Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed eight transient low flow hazard alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no flow event after discontinuation of nitric oxide and in the presence of low blood pressure. The patient had 0.0 l of flow causing the team to believe it was a suction event, leading to adjustment of speed down to 3800 rpm. Patient recovered with improvement in blood pressure, restarted nitric oxide, and volume. The event log captured frequent low flows due to several mixed speed adjustments. On (B)(6) 2021 at 12:01pm the fixed speed and low limit were both 4700 rpm causing low flow events. Further adjustment noted on (B)(6) 2021 at 12:33pm and again at 1:13pm with the fixed speed set lower than the low limit. On (B)(6) 2021 at 1:08pm-1:10pm transient low flow events were noted. On (B)(6) 2021 at 10:16am-10:20am low flow and low speed advisory events captured due to the fixed speed set lower than the low limit. The low flow alarms resolved once the clinical team addressed the underlying issue and resumed the speed to a safe and function rpm.